Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock, while the patient was driving and waiting at a traffic light. Upon review of the device data, it was determined that an inappropriate electrical shock had been delivered due to an oversensed noise. The patient presented to the clinic and the noise could not be reproduced. Possible causes were discussed and reprogramming efforts were performed. Preventive replacement of the s-ICD system was recommended and will be performed soon. The device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock, while the patient was driving and waiting at a traffic light. Upon review of the device data, it was determined that an inappropriate electrical shock had been delivered due to an oversensed noise. The patient presented to the clinic and the noise could not be reproduced. Possible causes were discussed and reprogramming efforts were performed. Preventive replacement of the s-ICD system was recommended and will be performed soon. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock, while the patient was driving and waiting at a traffic light. Upon review of the device data, it was determined that an inappropriate electrical shock had been delivered due to an oversensed noise. The patient presented to the clinic and the noise could not be reproduced. Possible causes were discussed and reprogramming efforts were performed. Preventive replacement of the s-ICD system was recommended and will be performed soon. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock, while the patient was driving and waiting at a traffic light. Upon review of the device data, it was determined that an inappropriate electrical shock had been delivered due to an oversensed noise. The patient presented to the clinic and the noise could not be reproduced. Possible causes were discussed and reprogramming efforts were performed. Preventive replacement of the s-ICD system was recommended and will be performed soon. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. Explant performed.